Event description:
Received info regarding a cartridge alarm 1 during the bolus delivery. Customer's blood glucose level was not impacted. Customer was eventually able to load a new cartridge and deliver a bolus.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A follow up report will be filed.